Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-03892 / 03893 / 03894).

Event description:
Patient's legal counsel reported patient underwent left hip aspiration procedure approximately eleven years post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, metal debris, and metal-on-metal pseudotumor. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced during the aspiration procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Patient's legal counsel reported patient underwent left hip aspiration procedure approximately eleven years post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, metal debris, and metal-on-metal pseudotumor. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient¿s medical records indicates the patient experienced metallosis swelling, and spontaneous hip drainage. Operative report notes fluid collection, metal debris, necrotic tissue, hypertrophic debris, black staining from metallosis of the trunnion, and osseointegration failure of the acetabular cup. The femoral head and acetabular cup were removed and replaced and a polyethylene liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: part number: rd118856, m2a-38 cup 56mm, lot number: 739250; x11-180312, bi-metric/x por nc lat 12x140, lot number: 791830. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple reports were submitted for this event. Please see reports: 0001825034-2016-03894, 0001825034-2017-01204, 0001825034-2017-03824. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Initial op reports indicate patient underwent tha due to degenerative arthritis. No complications indicated. Revision op notes indicate patient underwent revision due to metallosis and spontaneous hip drainage and failure of osseointegration of acetabular component. A large amount of fluid is collected. Significant amount of black stained metallosis of the trunnion was noted. The stem is noted to be well fixed. The acetabular component had a gap and was found to be loose. There was no evidence of osseointegration. No complications indicated. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.